Event description:
An issue was reported where the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge.